Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coiled contraceptive device was removed in approximately 3 pieces"), pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 709954,761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, chronic pain, haemorrhage nos, ovarian cyst and cervicitis. Essure confirmation test: result of the test: (B)(6) 2011 and (B)(6) 2017: it worked. No dye leaked. Concurrent conditions included vitamin d deficiency, anemia and back pain. Concomitant products included ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic; cyanocobalamin; ferrous fumarate; folic acid; magnesium oxide; manganese sulfate; nicotinamide; potassium sulfate;pyridoxine hydrochloride;riboflavin; thiamine mononitrate; tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced menstrual disorder ("odor"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("pain during sex"), fallopian tube spasm ("unable to insert essure into left tube secondary to blockage versus tubal spasms") and fallopian tube obstruction ("unable to insert essure into left tube secondary to blockage versus tubal spasms"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, headache, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, fallopian tube spasm and fallopian tube obstruction outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dyspareunia had resolved. The reporter considered device breakage, dyspareunia, fallopian tube obstruction, fallopian tube spasm, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6) 2017, surgical removal of coil(s) (per pfs), (B)(6) 2017 per mr (discrepancy noted). In mr: multiple heavy periods around 3 time a months along high severe pain smelly odor, painful periods, very clots. On (B)(6) 2010: record notes: patient had tubal ligation. Essure of her right tube. Left tube appeared to be blocked. Patient has desired for laparoscopy if essure is unsuccessful with or. Again there appeared to be finding that her right tube was still open. Or report of her left tube. Will do hysteroscopy and if needed laparoscopy. Primary procedure: laparoscopic tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstrual disorder, pelvic pain, device breakage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: reporter, lot number, medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("essure coiled contraceptive device was removed in approximately 3 pieces"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), menstrual disorder ("odor") and dyspareunia ("pain during sex"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dyspareunia had resolved and the device breakage, genital haemorrhage, headache, urinary tract infection, female sexual dysfunction, vaginal discharge and fatigue outcome was unknown. The reporter considered device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6) 2017, surgical removal of coil(s) (per pfs), (B)(6) 2017 per mr (discrepancy noted) in mr: multiple heavy periods around 3 time a months along high severe pain smelly odor, painful periods, very clots. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstrual disorder, pelvic pain, device breakage, menorrhagia. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: lot number, reporter information, patient details, lab data, product information and event information: essure coiled contraceptive device wasremoved in approximately 3 pieces, menorrhagia, abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal)type: urinary tract, apareunia (inability to have sexual intercourse), vaginal discharge, fatigue, odor, pain during sex were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("essure coiled contraceptive device was removed in approximately 3 pieces"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), menstrual disorder ("odor") and dyspareunia ("pain during sex"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dyspareunia had resolved and the device breakage, genital haemorrhage, headache, urinary tract infection, female sexual dysfunction, vaginal discharge and fatigue outcome was unknown. The reporter considered device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6) 2017, surgical removal of coil(s) (per pfs), (B)(6) 2017 per mr (discrepancy noted) in mr: multiple heavy periods around 3 time a months along high severe pain smelly odor, painful periods, very clots diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion ultrasound scan vagina - on an unknown date: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstrual disorder, pelvic pain, device breakage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coiled contraceptive device was removed in approximately 3 pieces'), pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in a 24-year-old female patient who had essure (batch no. 709954,761438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, chronic pain, genital bleeding, ovarian cyst, cervicitis, fatigue, urinary tract infection, yeast infection, morbid obesity, joint stiffness, back pain, hematuria, weight gain, flu, migraine headache, thoracic pain, insomnia, stress, visual disturbances, cystoscopy and dysuria. Essure confirmation test: result of the test: (B)(6) 2011 and (B)(6) 2017: it worked. No dye leaked.\ procedures pelvic exam performed (B)(6) 2017 transvaginal ultrasound of pelvis assessment: urinalysis pregnancy colposcopy with biopsy and endo cervical curettage. Concurrent conditions included vitamin d deficiency, anemia, back pain, numbness, tingling, iron deficiency, daytime sleepiness, colposcopy, pap smear abnormal, cluster headaches, obesity, pre-diabetes, shoulder pain, yeast vaginitis, vitamin deficiency, temporal headache, loose stools, vaginal discharge, dysmenorrhea, vaginitis bacterial, neck pain, wrist pain, numbness, sleep disorder, menstrual cycle abnormal, vaginal bleeding and vaginal odor. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2016 and diphenhydramine citrate;ibuprofen (motrin pm) since (B)(6) 2016 for back pain as well as ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic;cyanocobalamin;ferrous fumarate;folic acid;magnesium oxide;manganese sulfate;nicotinamide;potassium sulfate;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals), benzoyl peroxide;clindamycin phosphate (clindamycin phosphate and benzoyl peroxide), betamethasone valerate, cefalexin monohydrate (keflex), cefixime (flexeril), fluconazole (diflucan), hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), hydrocortisone, naproxen (naprosyn), phentermine hydrochloride (adipex-p), sulfamethoxazole;trimethoprim (bactrim) and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced menstrual disorder ("odor"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("pain during sex"), fallopian tube spasm ("unable to insert essure into left tube secondary to blockage versus tubal spasms") and fallopian tube obstruction ("unable to insert essure into left tube secondary to blockage versus tubal spasms"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, headache, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, fallopian tube spasm and fallopian tube obstruction outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dyspareunia had resolved. The reporter considered device breakage, dyspareunia, fallopian tube obstruction, fallopian tube spasm, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6) 2017, surgical removal of coil(s) (per pfs), (B)(6) 2017 per mr (discrepancy noted) in mr: multiple heavy periods around 3 time a months along high severe pain smelly odor, painful periods, very clots (B)(6) 2010:record notes: patient had tubal ligation. Essure of her right tube. Left tube appeared to be blocked. Patient has desired for laparoscopy if essure is unsuccessful with or. Again there appeared to be finding that her right tube was still open. Or report of her left tube. Will do hysteroscopy and if needed laparoscopy. Primary procedure: laparoscopic tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstrual disorder, pelvic pain, device breakage, menorrhagia, vaginal discharge, dyspareunia. Lot number: 709954 manufacture date: 2010-01 expiration date: 2013-01 lot number: 761438 manufacture date: 2010-07 expiration date: 2013-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure coiled contraceptive device was removed in approximately 3 pieces"), pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. 709954) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence. Essure confirmation test: result of the test: (B)(6)2011 and (B)(6)2017: it worked. No dye leaked. Concurrent conditions included vitamin d deficiency. Concomitant products included ascorbic acid;biotin;calcium pantothenate;calcium phosphate dibasic;cyanocobalamin;ferrous fumarate;folic acid;magnesium oxide;manganese sulfate;nicotinamide;potassium sulfate;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acid succinate;zinc sulfate (multi vitamins & minerals) and vitamin d nos (vitamin d). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2015, the patient experienced menstrual disorder ("odor"). In (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal)type: urinary tract"). In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), dyspareunia ("pain during sex"), fallopian tube spasm ("unable to insert essure into left tube secondary to blockage versus tubal spasms") and fallopian tube obstruction ("unable to insert essure into left tube secondary to blockage versus tubal spasms"). The patient was treated with surgery (ablation and to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, genital haemorrhage, headache, urinary tract infection, female sexual dysfunction, vaginal discharge, fatigue, fallopian tube spasm and fallopian tube obstruction outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, menstrual disorder and dyspareunia had resolved. The reporter considered device breakage, dyspareunia, fallopian tube obstruction, fallopian tube spasm, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Date(s) of removal: (B)(6)2017, surgical removal of coil(s) (per pfs), (B)(6)2017 per mr (discrepancy noted) in mr: multiple heavy periods around 3 time a months along high severe pain smelly odor, painful periods, very clots. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menstrual disorder, pelvic pain, device breakage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jan-2019: pfs received. Events added: fallopian tube obstruction and fallopian tube spasms. Medical history added. Concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and headache outcome was unknown. The reporter considered genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.